Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead appeared to be fractured. The patient was doing fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead appeared damaged. The patient was doing fine post-procedure.

Event description:
It was reported that an increase in capture threshold and high pacing lead impedance were observed. The lead was capped and replaced.